Manufacturer narrative:
Pump received with cracked display window, cracked case at display window corners, broken off battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place. Pump passed idle current test, run current test, self test, off no power test, restart error test, prime and system sensor test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. No excessive no delivery alarm noted.

Event description:
The customer reported via phone call that the insulin pump has excessive no delivery alarms. Customer's blood glucose was 245mg/dl at the time of incident. Customer also indicated that the pump is cracked and chipped customer indicated that they do not have time to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.